Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for investigation. Visual inspection revealed that the returned device was in good condition. The event history log was downloaded and examined. The event history log confirmed neither the continuous infusion rate nor the drug concentration were changed by user on (B)(6) to match the new prescription. When user attaches a new cassette to pump, the pump software prompts the user to "review pump settings" before the infusion can be re-started. User is also required to confirm the "start pump" command before infusion can be re-started. The returned device passed all functional and delivery testing.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cadd®-solis vip ambulatory infusion pump was placed in use with patient for infusion of hydromorphone at a concentration of 5 mg/ml and infusion rate of 4 mg/hr. Infusion was started on (B)(6) 2017. Later that day, following visit of the patient, physician changed the prescription concentration to 10 mg/ml. During reprogramming of the infusion pump, the user (nurse) did not change the concentration as per prescription. As a result, the infusion continued with medication at an incorrect concentration and patient received hydromorphone at a higher rate than was prescribed. On (B)(6), the infusion cassette was exchanged for a new cassette and the user noted the prescribed concentration was different from pump settings. It is not clear how long the infusion was running at the incorrect dose. Complaint form from reporter states the issue was discovered after 2 days ((B)(6)) and same complaint form states the higher concentration "ran for four days". Reporter stated patient was hospitalized following the dose issue being identified. Additional information has been requested regarding the patient outcome and treatment provided in hospital care. No additional information has been provided at this time.